Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous distal left circumflex artery. A non-bsc guide catheter and guidewire were selected and advanced. Predilation was performed using a nc quantum apex balloon catheter. A 2.5 x 28 mm promus element stent was then selected and advanced to treat the target lesion; however, it was not able to cross the lesion. The complaint device was removed. Dilation was performed again with the nc quantum apex balloon catheter. The complaint device was re-advanced to treat the target lesion; however, it still was not able to cross the lesion. The complaint device was removed and it was noted that the stent appeared lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous distal left circumflex artery. A non-bsc guide catheter and guidewire were selected and advanced. Predilation was performed using a nc quantum apex balloon catheter. A 2.5 x 28 mm promus element stent was then selected and advanced to treat the target lesion; however, it was not able to cross the lesion. The complaint device was removed. Dilation was performed again with the nc quantum apex balloon catheter. The complaint device was re-advanced to treat the target lesion; however, it still was not able to cross the lesion. The complaint device was removed and it was noted that the stent appeared lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. Initial visual examination identified that a number of distal stent struts were damaged, they appeared to be bent back distally. The balloon was tightly wrapped and was not subjected to positive pressure. No further damage was noted on the returned device. No kinks or damage was noted with the hypotube/shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).